Event description:
It was reported to boston scientific corp that a rx pre-curved ercp cannula was used during an ercp procedure, endoscopic retrograde cholangio-pancreatography, (pt gender, age and weight are unk). According to the complainant, the guidewire could not be re-introduced into the cannula; reportedly, the user experienced difficulty inserting the wire through the guidewire exit notch, approx 25 cm from the distal tip. The procedure was completed with another rx pre-curved ercp cannula device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device had been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.